Manufacturer narrative:
Device evaluated by MFR.: stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube break 180 mm distal from the distal end of the strain relief. Multiple hypotube kinks were also noted along the full catheter length. This type of damages is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. During preparation of a 2.50 x 16mm synergy ii drug-eluting stent, when the device was removed from the protective hoop, it was noted that the shaft was bent and broken. The device was not used inside the patient and the procedure was completed with a different device. There were no patient complications nor injury reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. During preparation of a 2.50 x 16mm synergy ii drug-eluting stent, when the device was removed from the protective hoop, it was noted that the shaft was bent and broken. The device was not used inside the patient and the procedure was completed with a different device. There were no patient complications nor injury reported.